Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Tissue and char buildup was observed on the jaws. A visual inspection determined that the heater wire was flexed away at the center of the hot jaw. The wire remained attached at the tip and base of the hot jaw. No other visual defects were observed. Based on the returned condition of the device the reported failure mode was confirmed for ¿bent wire ¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cauterizing jaws become separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cauterizing jaws become separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.